Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 5.00mm x 2.0cm x 135cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated up to 8atm at first inflation and 10atm at second inflation for 20 seconds. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and there was no problem with the patient's condition after the procedure.